Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The representative was unable to find any issues during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation. A software investigation involving log analysis was conducted to determine the probable cause of the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that an early termination of a 3d scan had occurred intraoperatively. The images may have been compromised and inadequate for navigation. The site was instructed to ensure that the image acquisition switch is pressed throughout acquisition. There was a 1-minute surgical delay to restart the 3d spin. Afterward the site was able to perform a successful spin and obtain usable imaging. There was no impact on patient outcome.